Manufacturer narrative:
Initial reporter name and address: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there a separation between the female connector and the main body of the peritoneal dialysis (pd) transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy, when the patient was disconnecting from therapy. The event was further described as ¿small light blue piece fell apart from inside and off from the transfer set and unable to disconnect the tube from the catheter¿. There was no issue with the titanium adapter; the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: 04/25/2022 (previously submitted as ni). H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.